Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a knife was dull during surgery. There was no impact to the patient. Additional information received confirmed that an alternate knife was obtained in order to perform and complete the surgery.

Manufacturer narrative:
Three opened knife samples with foam tip protectors along with tyvek labels were received for the report of dull knives. The samples were visually inspected and were found to be conforming. The samples were then functionally tested for penetration and were found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are three additional complaints associated with the lot for the reported issue. The returned samples were found to be visually and functionally conforming therefore, dull knives as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knives were manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that there were three dull knives experienced during surgery. A fourth, alternate knife was obtained that was satisfactory to perform the procedure.